Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. The animas® vibe insulin pump and cgm system owner's booklet states: do not remove the transmitter from the sensor pod while the pod is attached to your skin. When you are ready to remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that upon removal of the sensor pod, the sensor wire remained attached to the patient's abdomen on (B)(6) 2015. The transmitter was removed prior to the removal of the sensor pod. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.